Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported that prior to implant, the battery voltage of two inss was measured to be 3.08 v. External factors that may have contributed to the event included time-related deterioration. The devices were not implanted, different products were used and the event was considered resolved. No patient symptoms/complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the ins was activated for the first time on the date of implant.